Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an initial implant and during that implant process the lead was unsuccessfully repositioned several times due to high thresholds. Eventually the lead¿s helix would not extend and so this lead was withdrawn and a different lead was used to complete the implant procedure. The procedure was completed successfully without any adverse consequences to the patient.

Manufacturer narrative:
The cause of the reported event of helix could not extend was isolated to the helix being clogged with blood/tissue and the overtorqueing of the inner coil. The damage found was sustained during the surgical procedure. The lead was otherwise normal.